Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2014 with the following findings: a review of the pump¿s black box history showed that the last bolus and basal deliveries were recorded on (B)(6) 2014. A replace cartridge alarm was recorded on (B)(6) 2014; deliveries were never resumed. The total daily doses were correctly reflected in the users programmed basal and bolus deliveries. The pump passed a delivery accuracy test and was found to be operating within the required range and specifications. The complaint that the pump was delivering inaccurately was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that advanced bolus features were being used. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.